Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Technical services (ts) confirmed the reported issue. Advised customer to run in diagnostic mode and monitor battery voltage to make sure it is charging. Suggested swapping the battery and ui assy for troubleshooting. Discussed the battery charging function of the pm pcba and the power on / off circuitry on it. Provided part number for the power switch overlay, battery, ui pcba and pm pcba as needed. The customer replaced the defective ui and also upgraded to 2.10 software for user interface assy compatibility. Address the reported problem. The unit successfully passed the required performance verification test. Customer resolved.

Event description:
The customer reported that the unit turns on by itself and wont turn off. The device was not in use at the time of the reported event; therefore, there was no patient involvement.